Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2015, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8703w, lot# l45237, implanted: (B)(6) 1997, product type: catheter. (B)(4).

Event description:
A dye study was attempted on the day of the report and the healthcare professional was unable to aspirate the catheter. It was noted that the patient had experienced a return of symptoms in (B)(6) 2015 and that ¿they plan to do a catheter revision.¿ the pump was used to deliver an unknown drug at the time of the event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.